Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose on (B)(6) 2022. Blood glucose level was 31 mg/dl. Customer treated low blood glucose with glucose tablets and was treated with glucagon in hospital. Current blood glucose level was 150 mg/dl. Customer stated that the insulin pump was over delivering insulin. The insulin pump will not be returned for analysis.